Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6. D14- the maryland bipolar forceps instrument that was also used during this event was returned with an unknown fragment that is not a part or component of the instrument. The component that was returned does not appear to have come from any instrument manufactured by intuitive surgical, inc. The source of the fragment is unknown.

Manufacturer narrative:
Isi has not received the prograsp forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 470093-11/lot # n11190812 0207) associated with this event was performed. Per logs, the instrument was last used on 25-feb-2021 on system sk2304. The instrument had 5 uses remaining after last use. A review of the site's complaint history identified related complaint (B)(4) for the maryland bipolar forceps used in this procedure. Since the source of the fragment remains unknown, a complaint was created for both of the isi instruments used. Refer to the report with patient identifier 309245 for the report of the maryland bipolar forceps instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted liver resection surgical procedure, a loose part was found in the patient¿s abdomen. The piece was retrieved, but it was unknown if all fragments were retrieved. At this time, the source of the part that was found in the patient's body is also unknown. Additionally, unintended fragments falling inside the patient may require surgical intervention if this event were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a loose part was found in the patient¿s abdomen. The customer believes the part came from a maryland bipolar forceps (mbf); however, it is unknown where the fragment came from as they did not see it fall. The part was retrieved during the same procedure. The prograsp forceps was also used during this procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 2-mar-2021 and obtained the following additional information: the item was found inside the patient on the liver during surgery. The surgeon did not know where the fragment came from. As they did not know where the item came from, they could not guarantee that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed with a delay of a few minutes. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The patient was a (B)(6) year old, male, (B)(6) kg. No relevant test results or patient history were available.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was not found to have any loose, frayed, or broken cables. The instrument also was not found to have any broken or missing components. The instrument was placed on a system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.023¿ ¿ 0.128¿ in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.